Event description:
It was reported that the procedure was to treat critical threatening limb ischemia of the right lower extremity. A 6fr 45 cm sheath and a supra core guide wire were advanced and parked in the right external iliac artery. The posterior tibial artery and the peroneal arteries were ballooned but there was difficulty crossing to the posterior tibial artery. Therefore, a 5fr sheath was introduced as well as a stiff non-abbott extra support guidewire and the target lesion was accessed and confirmed with angiogram. A 2.5 mm and then a 3 mm balloon was inflated for almost 10 minutes and there was extravasation of contrast. Stenting was performed in the right popliteal and right superficial femoral arteries with 7x120 mm, 7x100 mm and 6x120 mm drug eluting stents followed by balloon angioplasty with a 6x100 mm balloon. The extravasation in the posterior tibial artery was treated with a 2.8x19 mm, 2.8x26 mm, and two 3.5x19 mm graftmaster covered stents. Complete angiogram showed complete cessation of the extravasation with good flow to the level of the posterior tibial artery. There was calf swelling and the patient was returned to the operating room to release the compartment syndrome. The patient tolerated the procedure well and remained in stable condition and was transferred back to recovery for postoperative care. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the procedure was to treat critical threatening limb ischemia of the right lower extremity. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.